Event description:
An altitude alarm was reported on the pump, which was within the warranty period. The customer's blood glucose level at the time of the event was 11 mmol/l. The customer's insulin delivery was initially suspended due to the alarm, and despite attempts to resolve the issue by cleaning the speaker holes and changing the cartridge, the problem persisted. Customer reverted to using an alternate method of insulin therapy.